Manufacturer narrative:
Additional information: b4- date of this report, g3- date received by manufacturer, h2 ¿ follow up type. Corrected data: d1 ¿ brand name. This follow-up report is being submitted to relay additional and corrected information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. The device is used for treatment. Ebi will continue to monitor trends.

Event description:
The sales rep advised that the patient is experiencing pain after 4 hours while using the bhs. The patient was called and advised that she had ankle pain and wore it for 10 hours. The patient did not call the doctor, she called the sales rep, was advised to do a time test. No new product was shipped to the patient. No further consequences are reported. The bhs unit and sflx coilette were not returned for further evaluation.

Manufacturer narrative:
Additional information in the following fields - b4: date of this report, g3: date received by manufacturer. H2: follow up type, h6: evaluation codes. Corrected data in the following fields - d2: common device name, d3: catalog number, h6: device code. Section b3: as the day of the event is unknown, the event date is estimated as september of 2025. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the lot number of the product is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
The sales rep advised that the patient is experiencing pain after 4 hours while using the bhs. The patient was called and advised that she had ankle pain and wore it for 10 hours. The patient did not call the doctor, she called the sales rep, was advised to do a time test. No new product was shipped to the patient. No further consequences are reported. The bhs unit and sflx coilette were not returned for further evaluation.

Event description:
The sales rep advised that the patient is experiencing pain after 4 hours while using the bhs. The patient was called and advised that she had ankle pain and wore it for 10 hours. The patient did not call the doctor, she called the sales rep, was advised to do a time test. No new product was shipped to the patient.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed as the lot number of the product is unknown. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.